Manufacturer narrative:
Additional information: b5, f10/h6: component codes (add code), h6 (update codes), h11. B5: it was further reported that the tubing disconnected at the first luer. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had an unspecified defect described as "separation/connection". This issue occurred before use. It was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.